Manufacturer narrative:
(B)(4) for the reported event of loop failed to retract. (B)(4) for the reported event of working length detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rotatable small oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the working length below the handle detached. This caused the snare loop to not retract. The device was removed from service and another rotatable snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.